Event description:
The nurse reported that during a procedure, the surgeon experienced difficulty in breaking up a very dense cataract. They changed out the system, causing a delay in the procedure. With the second unit, they were still experiencing difficulty and the doctor changed the handpiece. This did not resolve the difficulty; the doctor converted to an extracapsular cataract extraction (ecce). The reporter stated that there was no patient injury.

Manufacturer narrative:
The company service representative examined the system and replaced the us driver and footswitch. Investigation, including root cause analysis is in progress. This report mailed in to FDA on: 11/30/2007.